Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the vessel sealer instrument had a broken cable. There was no report of fragment falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. During the procedure, the wire was fully broken without loss of cautery. The customer confirmed that no fragment fell inside of the patient. Thermal damage and arcing were not observed. The instrument did not collide with any other instrument or tool during the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: one of the snake wrist cables appears broken and frayed, not the conductor wire. However, the area of interest looks blurry, so it is hard to confirm. A possible cause be due to a user related issue where they contacted the cable with another instrument during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. Additional observation related to the customer reported complaint included a grip cable loose at the proximal end. The housing was removed and the grip cable was found to be loose. In addition, the following information was obtained: the procedure being performed on the date of the event was a distal gastrectomy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the updated product batch/lot number in d4.